Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 38 mg/dl at the time of the incident. The customer experienced symptoms such as feeling unwell and confused. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer had a high of 555 mg/dl on (B)(6) 2018 which they treated for with manual injections. The customer also reported pump physical damage with the pump not being able to hold the reservoir in place and hard to press buttons. The insulin pump will be returned for analysis.